Manufacturer narrative:
Event date - date of revision procedure is unknown.expanted date - unknown date.current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a patient-matched ankle procedure on (B)(6), 1998. Subsequently, patient was revised on unknown date due to infection. No further information on this complaint has been received to date.